Manufacturer narrative:
It was alleged by the nurse of the hospital that the fowler collapsed while lowering a patient, causing soreness in the nurses neck and shoulders. It was reported that the fowler was approximately 4 inches from the flat position and collapsed with a "big" patient (weight not specified). There was no reported required medical intervention. The issue was not reproduced. As a precaution, the user facility opted to replace the fowler cylinder even though no defect was identified that may have caused or contributed to the alleged event.

Event description:
It was alleged that while a nurse was attempting to lower the head end of the stretcher, the head end dropped onto the nurses hand. It was reported that the nurse was injured however further information was not provided regarding the alleged event. No patient was affected during the event.

Event description:
It was alleged that while a nurse was attempting to lower the fowler on the stretcher, the fowler dropped. It was reported that the nurse was injured causing soreness in their neck and shoulders. No medical intervention was required. No patient was affected during the event.